Event description:
Medtronic (covidien) received information that a pipeline embolization device (ped) failed to be released from its capture coil. The physician was not happy with the device position after the manipulations. Therefore the system was removed by trapping the pipeline braid between the capture coil and microcatheter. The device could not be resheath to be reused. The device was discarded. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pipeline device was not returned for analysis; therefore the event causes could not be determined. The lot history record review of the reported lot numbers showed no quality issues or other discrepancies that may have contributed to the reported experience.(B)(4)